Event description:
It was reported patient underwent a bankart procedure utilizing anchors on (B)(6) 2012. During the procedure, three anchors were attempted for implantation and all three pulled out once inserted into the glenoid. The procedure was completed by using competitor anchors. As a result, a delay greater than 30 minutes occured.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. It was reported that two anchors from this lot were attempted for use with the same result. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure. The surgeon is to be familiar with the device, the method of application and the surgical procedure prior to performing surgery. The surgeon must select a type or types of internal fixation devices appropriate for treatment." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-00173 / 00174).

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification.